Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) marketing manager that a quantity of nine iw990jeu manual control wall mount infant warmers are due for preventive maintenance (pm) check. During routine service conducted by an fph service engineer, it was noticed that the power fail indicator of the infant warmers failed to flash and make an audible sound.

Manufacturer narrative:
(B)(4). Serial numbers and device manufacture dates: serial number (B)(4); mfg date: 11/26/2004. Serial number (B)(4); mfg date: 11/26/2004. Serial number (B)(4); mfg date: 11/26/2004. Serial number (B)(4); mfg date: 11/26/2004. Serial number (B)(4); mfg date: 11/26/2004. Serial number (B)(4); mfg date: 12/01/2004. Serial number (B)(4); mfg date: 12/01/2004. Serial number (B)(4); mfg date: 12/01/2004. Serial number (B)(4); mfg date: 11/23/2004. Method: the nine iw990jeu infant warmers were returned to fph service center in (B)(4) for preventive maintenance check. The units were visually inspected, electrical safety tested and performance checked, as part of the preventive maintenance check. Results: no physical damage noted with the returned infant warmers except for the unit with serial number (B)(4). The cap column on top of the controller unit was cracked. All units passed the electrical safety test. Performance check showed that the power fail indicator of the nine infant warmers failed to flash and make an audible sound. Further investigation revealed that the super capacitor of the power pcb board was defective. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service reports provided, the super capacitor of the power pcb board was found to be defective. The complaint infant warmer units are almost seven years old; it is likely that the replaceable super capacitor of the power pcb board wore out over time. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. Included in the infant warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The fault on the returned infant warmers was discovered during preventive maintenance check with no patient involvement. The infant warmers were returned into hospital service after the super capacitor of the power pcb board was replaced.